Event description:
It was reported that an unspecified number of bd plastipak¿ luer-lok¿ tip syringes' packaging units had rips/holes in them. The following information was provided by the initial reporter: "product not sterile due to that package are not properly blissed."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 19-dec-2022. H6: investigation summary: it was reported package are not properly closed. To aid in the investigation, three samples were provided to our quality team for investigation. Based on the investigation and with the returned sample analysis the symptom reported is confirmed. Potential root cause for the open seal defects is associated with the with a failure to properly change the top web, and deficiencies related to the web change procedure. Work instruction procedure for changing top webs has been updated to mitigate this defect. A device history record review was completed for provided lot number 1181131. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that an unspecified number of bd plastipak¿ luer-lok¿ tip syringes' packaging units had rips/holes in them. The following information was provided by the initial reporter: "product not sterile due to that package are not properly blissed."